Manufacturer narrative:
Pump was received with a missing battery cap contact. The pump passed the displacement and self test. Pump error 63 (variable info = 21) was found in the pump history on 10/20/2023 at 22:10:17.000 due to hardware error. Successfully downloaded history files and traces using thump. The sensor and transmitter were able to connect and calibrate with the pump successfully. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: stained serial number label, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. In summary, customers alleged no communication between pump and transmitter was not confirmed. Sensor and transmitter connected and calibrated to the pump successfully. Pump error 63 alarmed was confirmed due to hardware error. Battery cap contact missing confirmed. Moisture damage was confirmed at pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received hardware low level failures alarm (pump error 63). Customer was unable to connect the pup to transmitter. Troubleshooting was performed and customer was able to clear alarms and complete rewind. Pump passed self test. No harm requiring medical intervention was reported. Advised customer to monitor insulin pump. The customer will continue to use the insulin pump and will not be returned for analysis.